Event description:
Customer is reporting a leak on the pressure dome. Name and function of complainant: same as reporter. Customer explains that they removed a pressure dome during the treatment because of a pressure alarm and a leak occurred. Clinical services (css) representative asked if he removed the tubing or the pumps. Customer stated no, wasn't aware that has to do that before removing the pressure domes. Css explained to him that he must decrease the pressure before removing the dome otherwise the membrane under the dome will get damaged. Customer understands, he will abort the treatment, clean the pump deck and restart a new treatment. Total whole blood processed was 500ml. Customer will not return any product for investigation.

Manufacturer narrative:
A review of lot file 120 was performed. There were no non-conformances associated with this lot number. This lot met all release requirements. A complaint lot review of b120 was conducted and there were no other leak/spill at pressure dome reported to date for this lot. No trends were detected. The assessment is based on info available at the time of the investigation. No product was returned by the customer. Therefore, the root cause for the leak cannot be determined based solely on the info provided by the customer. Mxp# (B)(4).